Manufacturer narrative:
(B)(4). Concomitant medical products: item #unknown, unknown cup, lot #unknown. Item #unknown, unknown head, lot #unknown. Item #unknown, unknown liner, lot #unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the product information of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event; please see associated reports: 0001822565-2019-01622, 0001822565-2019-01621, 0001822565-2019-01623.

Event description:
It was reported patient underwent total hip arthroplasty. Subsequently, the patient underwent a revision procedure. Additional information was requested, however none was available.